Event description:
It was reported that the right ventricular (rv) lead had a bad issue and was turned off. Boston scientific technical services (ts) advised patient to contact the clinic for questions about his implant. This lead remains in service. No adverse patient effects were reported.